Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Event description:
The surgical reports states the recipient reportedly experienced a small amount of cerebrospinal fluid (csf) leaking from the cochleostomy in a pulsatile fashion during implant surgery on (B)(6) 2018. Extra muscle, periosteum, and some harvested bone pate was packed around the implant.